Event description:
Co has now learned from the doctor that the pt was already in critical condition on admission due to acute aortic dissection and though the surgery was carried out, he did not recover post-operatively. The doctor has also stated that bleeding was not the direct cause of death.